Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an intermittent matrix drawer failure. A field service engineer uninstalled the drawer and inspected the sensor, controller card, and latch, testing multiple times successfully in hardware test application and no issue was found. The retractor band and solenoid were also inspected. If the issue persists, the fse planned to order another drawer. The customer tested the setup and verified that it was working correctly, and the case was closed. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was intermittently failed due to not being recognized as closed and also intermittently would not open when accessed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.